Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the nurse placing the catheter opened the microintroducer in the central venous catheter of the peripheral catheterization during PICC catheterization to check the performance of the microintroducer and found that a small part of the microintroducer was abnormally protruding at the front end of one side, which was uneven to the touch and felt distinctly foreign. Using this catheter may reduce the success rate of puncture and increase the incidence of complications after catheterization. The intravenous catheter kit and accessories were replaced in time to complete the catheterization. No other information was provided.